Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was moderately tortuous, with moderate calcification and a 99% stenosis. After the pre-dilatation of the lesion, the zeta stent delivery system (sds) was advanced and dilated. However, the pressure did not increase. Thus, the sds was taken out of the vessel and a pin-hole rupture was found around the distal edge of the stent. A new zeta sds was used for further procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - potential causes of balloon pinhole rupture include, but are not limited to, flaws (thin wall) in balloon material, mechanical damage from stent, mechanical damage from interaction with another device or anatomy, or the stent crimped too low. The sds was not returned for analysis, but information from the case noted that the lesion was eccentric and moderately calcified,which may have cased or contributed to the pinhole balloon rupture. Ultimately, the root cause is unknown; however, there is no indication of a quality issue.